Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent unspecified cartridge alarms during the load sequence. The customer's blood glucose level ranged from 200-300's (mg/dl) with trace ketones, and was addressed with a correction bolus. Reportedly, the customer was able to load a new cartridge successfully.